Event description:
E-tad, endotracheal tube holder, in place on pt. E-tad adhered to pt's upper lip. A full thickness defect involving central portion of upper lip had developed. Plastic surgery repair was done to the 2.8cm, full thickness defect involving cupid's bow and vermilion border with surrounding maceration and exudate. Lining of e-tad device appeared defective, wrinkled and torn.